Event description:
The customer reported scope communication error code e216 was displayed. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, there was no image due to damage of the charge coupled device unit, and scope communication error e216 was displayed, due to dirty electrical contacts on the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Further evaluation of the device found the video connector is cracked and had scratches, due to external factors. The video connector case was cracked and had scratches, due to external factors. Switch button #1 was scratched and had dirt that was difficult to remove. The grip, angle lever, up/down plate, right/left plate, light guide connector, and light guide cover lens, demonstrated scratches due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.